Manufacturer narrative:
The customer reported complaint of a quattro catheter (lot# 154390) leak was confirmed during functional testing of the returned catheter. A bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the balloons and in the proximal and medial luered tubings. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial 1 balloon. Thus, confirming the customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 154390.

Event description:
A patient underwent hypothermia therapy after resuscitation. The quattro catheter (lot# 154390) was placed in the right femoral vein. Per the reporter, the catheter placement was smooth. The patient's initial temperature was 35.0 °c with a target set at 37.0 °c. After 30 hours of therapeutic warming, when the patient's temperature was 36.1°c, the thermogard console displayed a mid:09 (air trap assembly) error message and the user noticed that the volume of the 500 ml saline bag decreased, however, there were no traces of fluid observed on the patient's bed, floor, or console. Catheter leak and infusion of 200-300 ml of saline into the patient's body were suspected. The catheter was replaced, and the treatment was resumed utilizing the same console after the mid:09 error was cleared by the user. No consequences or impact to the patient.